Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was not able to confirm the reported complaint via system logs. Upon visual inspection there was no issue found that would be related to the reported event. The iesu was tested using a golden system and the unit energized and cauterized all ports and instruments without an issue. While the issue was not replicated and no problem was detected with the generator, the probable root cause could be attributed bipolar detection issues on the generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) after the procedure that the bipolar recognition failures on the erbe generator. The customer replaced the instrument and energy cord, but the issue persisted. The customer informed they do not track the uses of their energy cords. The customer called after the case was completed and no troubleshooting was able to be performed. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation.